Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage issue for three sets on (B)(6) 2025. The leakage occurred in the tubing. The insulin was coming out from the base of the needle instead of on the head of the needle. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.